Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation sensation. There was no known related incident or accident reported. The patient noted that the stimulation was on, and did not see the ins low battery icon. The patient's device system was checked by a manufacturer representative with no results provided. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.